Manufacturer narrative:
This is a follow-up to the final report sent on 2020-jun-05. Arjo carried out in-depth investigation regarding clip breakage on the arjo flat dynamic positioning system (dps). Based on the results it was concluded that the continued use of the obsoleted dynamic positioning system (dps) can lead to complete clip breakage and subsequently to its detachment from the dps attachment point. In order to correct this issue, arjo in field safety notice is recommending to withdraw the flat dps spreader bars within the affected model numbers range. Arjo decided to perform field action, registered under reference number fsn-mag-2020-03.

Manufacturer narrative:
Arjo decided to collect the claimed sling (maa4100) from the customer and send it to the manufacturer ((B)(6)) for the further investigation. Additional information will be provided upon manufacturer's investigation conclusions. Please note that customer details is provided below: (B)(6).

Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi sky 600 ceiling lift and passive clip sling. It was stated that at the final phase of patient's transfer, from the bed to the chair, both sling shoulder clips broke in a half. The resident was just above the bed when the incident occurred and no fall or injury was reported.

Manufacturer narrative:
On (B)(6) 2020 it was reported to an arjo representative that there was an event with the involvement of maxi sky 600 ceiling lift and passive clip sling. It was stated that at the final phase of the patient's transfer both shoulder clips broke into two pieces. Patient was just above the chair and no fall nor patient injury was reported. The lift and sling was evaluated. No malfunction regarding maxi sky 600 lift nor the flat dps (dynamin positioning system, model number: lba 1030-04) was found. The visual inspection of the sling involved in the event (maa4000m-xl) confirmed reported failure. There were also signs of degradation in one of the leg clips. According to arjo technician, the customer bent the leg clip into half, hard enough, to get it broken. This is not related to the reported failure. Under complaints review and testing of the involved sling, conducted by manufacturer, more than one factor was taken into account as possibly related to the clip breakage. 1) the crack of the clip could be related to aging of the clips (the serial number of the sling indicated that it was around 8 years old). 2) the use of flat dps might cause the clip to bend during use. 3) both sling and lift were used over their expected operational lifetimes. 4) incorrect sling inspection prior to use, as specified in the instruction for use. In the instruction for use provided with every arjo sling (max81785m-int revision 5 there is an indication that: ¿[¿] before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling.¿ to conclude, the system - clip sling and ceiling lift was used for the patient¿s transfer and in that way contributed to the alleged event. Both shoulder sling clips broke when used with flat dynamic positioning system and from that perspective, the system did not meet the manufacturer¿s specification. Even though the patient did not sustain any injury, we decided to report this complaint to the competent authorities due to the fact that sling clips broke during transfer and such circumstances may result in serious injury upon reoccurrence.

Manufacturer narrative:
Claimed sling was returned to the manufacturer (arjohuntleigh magog inc.) To conduct further investigation. Additional information will be provided upon manufacturer's investigation conclusions.